Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had issue with piston to deliver the insulin. Customer's blood glucose level was unknown. Customer reported that the once in a while even with a new battery the piston will not move forward. Customer stated insulin pump had battery life diminished drastically. The insulin pump will not be returned for analysis.